Event description:
It was reported that the patient¿s pump was defective. After the pump was implanted, ¿all fluids in her abdomen swelled up and they had to remove the pump and put in a different pump.¿ additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).